Event description:
A medtronic representative reported that on the placement of the 6th of 6 screws the tip of the driver broke off. They were able to recover the tip as it was still in the head of the screw. The threads of the driver were still engaged with the screw, so when it broke it did not hit any other anatomy. The patient had sclerotic bone. No impact to the patient was reported.

Manufacturer narrative:
The suspected device's lot# and manufacture date are dependent on the return of the device. A new driver has not been purchased by the site. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative reported that the allegedly damaged driver was disposed of and will not be returned to the manufacturer.